Event description:
It was reported that patient underwent a total hip arthroplasty in 2004. Subsequently, the acetabular cup "flipped" and patient was revised in 2008.

Event description:
It was reported that patient underwent a total hip arthroplasty in 2004. Subsequently, the acetabular cup "flipped" and patient was revised in 2008.

Manufacturer narrative:
Evaluation is in process but not yet complete.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned device found evidence of implant-implant impingement about the rim of the cup. This report filed february 26, 2009.